Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer observed red lines going across the pump touchscreen. No reported adverse impact to the customer's blood glucose. The customer reported the issue had resolved itself and continued to use the pump for insulin therapy.